Manufacturer narrative:
(B)(4). This follow-up report is being submitted to correct information and to relay additional information. PMA/510k: the device is not a combination product. The device was not returned to the manufacturer. A picture was received but it didn't confirm the reported event. The event could not be confirmed. 7 similar complaint has been recorded for biomet bone cement 2x40 g, reference 3035890022, batch a646cj2508 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. The issue was found before the surgery started. There was no patient involvement.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 2x40g reference 3035890022, lot number a646cj2508, were manufactured on 20 april 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. Found this issue before surgery.